Event description:
Deflation resulting in explantation.

Manufacturer narrative:
The evaluation summary is as follows: no manufacturing defect or other abnormality was found on macroscopic or microscopic examination of the explanted device. No leak could be reproduced during explant analysis.

Event description:
Alleged deflation resulting in explantation.